Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display right after it was exposed to fluid/moisture. The customer¿s blood glucose was 200 mg/dl at the time of the incident, went up to 300 mg/dl due to lack of insulin. The customer states the insulin pump fell in the lake. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.